Event description:
Patient revised to address osteolysis behind patella, femur and tibia, due to infection.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.